Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v727691, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v663231, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient's battery was replaced one week prior to report and they were doing well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the explanted ins would not be returned and they were unsure of the error code. The ins was at end of service (eos) and it was realized after the return of parkinson's disease symptoms. The patient was in continuous mode.

Event description:
It was reported during a programming session on the day of report he was continuously asked to enter the implantable neurostimulator (ins) serial number and the ins would subsequently turn off. They did not have the battery voltage. It was confirmed that the loss of the serial number was a result of a power on reset (por).